Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent that was implanted in the right ureter during a double j stent replacement procedure performed late (B)(6) 2015 (exact date unknown), was removed on (B)(6) 2015 via cystoscopy. According to the complainant, two weeks after the stent was implanted (exact date unknown), the patient was admitted due to "stent discomfort". It was not known if there was any treatment given to the patient. On (B)(6) 2015, a cystoscopy procedure was performed and found the stent to be encrusted and had tissue formation. The encrusted stent was successfully removed during the procedure. A sample of the tissue was taken for examination and it was found to be a "mold", which was confirmed to be of spores and hyphae origin. Reportedly, the stent was still able to drain and was monitored prior to removal. The patient's condition at the conclusion of the procedure was reported to be "stable." Additional information received on october 9, 15, 29, 2015. The percuflex plus ureteral stent was placed on (B)(6) 2015, and prior to placement, the patient was taking steroids. The patient was admitted either on (B)(6) 2015 and the stent was removed on (B)(6) 2015. The patient had a fungal eye infection and was treated with fluconazole. The patient was hospitalized for 10 days until the fungal infection was cured. The patient was discharged (exact date unknown) and is currently stable. The patient is non-diabetic, and is on chemotherapy. The patient was managed with a foley catheter for 2 days after the stent was placed. Additional information received on december 18, 2015. On (B)(6) 2015 the patient was diagnosed with retroperitoneal fibrosis which affects both ureter. Thus, a non-bsc stent (manufacturer unknown) was placed in the left ureter and another non-bsc stent (manufacturer unknown) was inserted in the right ureter on (B)(6) 2015. On (B)(6) 2015, a cystoscopy was performed and the non-bsc stent implanted in the right ureter was removed. The non-bsc stent placed on the left ureter was also checked and was found clean and remained implanted. On (B)(6) 2015, patient complained of discomfort and it was found out that patient had right kidney hydronephrosis. The percuflex plus ureteral stent was then placed in the right kidney while the non-bsc ureteral stent implanted on the left side was also changed with a percuflex plust ureteral stent. However, on september 12, 2015 patient felt unwell. A cystoscopy was performed on september 15, 2015 and found fungal colonization developed on both stents which was confirmed to be candida albicans . The stents were removed and changed with a non-bsc stent (manufacturer unknown) and fluconazole was prescribed for the fungal infection. On (B)(6) 2015, the patient underwent another cystoscopy procedure and found that the non-bsc stents (implanted on (B)(6) 2015) were clean; however, the stents were still replaced with another non-bsc stents (manufacturer unknown) for safety purposes. The non-bsc stents placed on (B)(6) 2015 in the left and right kidneys were removed on (B)(6) 2015 respectively; both were also checked and were found clean.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent that was implanted in the right ureter during a double j stent replacement procedure performed late (B)(6) 2015 (exact date unknown), was removed on (B)(6) 2015 via cystoscopy. According to the complainant, two weeks after the stent was implanted (exact date unknown), the patient was admitted due to "stent discomfort." It was not known if there was any treatment given to the patient. On (B)(6) 2015, a cystoscopy procedure was performed and found the stent to be encrusted and had tissue formation. The encrusted stent was successfully removed during the procedure. A sample of the tissue was taken for examination and it was found to be a "mold", which was confirmed to be of spores and hyphae origin. Reportedly, the stent was still able to drain and was monitored prior to removal. The patient's condition at the conclusion of the procedure was reported to be "stable." Additional information received on october 9, 15, 29, 2015. The percuflex plus ureteral stent was placed on (B)(6) 2015, and prior to placement, the patient was taking steroids. The patient was admitted either on (B)(6) 2015 and the stent was removed on (B)(6) 2015. The patient had a fungal eye infection and was treated with fluconazole. The patient was hospitalized for 10 days until the fungal infection was cured. The patient was discharged (exact date unknown) and is currently stable. The patient is non-diabetic, and is on chemotherapy. The patient was managed with a foley catheter for 2 days after the stent was placed.

Manufacturer narrative:
(B)(4). Reported event of stent calcified. A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. It is possible that the stent calcified may have been generated because the device remained in the patient's body for a certain length of time. Most likely, anatomical and/or procedural factors encountered may have limited the performance of the device; therefore, the most probable cause is 'operational context.' A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent that was implanted in the right ureter during a double j stent replacement procedure performed late (B)(6) 2015 (exact date unknown), was removed on (B)(6) 2015 via cystoscopy. According to the complainant, two weeks after the stent was implanted (exact date unknown), the patient was admitted due to "stent discomfort." It was not known if there was any treatment given to the patient. On (B)(6) 2015, a cystoscopy procedure was performed and found the stent to be encrusted and had tissue formation. The encrusted stent was successfully removed during the procedure. A sample of the tissue was taken for examination and it was found to be a "mold", which was confirmed to be of spores and hyphae origin. Reportedly, the stent was still able to drain and was monitored prior to removal. The patient's condition at the conclusion of the procedure was reported to be "stable."